Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, and a missing end cap sticker. No moisture damage was noted on the electronic assembly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm after jumping into the pool with her insulin pump. Customer's blood glucose was 178 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.